Event description:
The patient reported that the pink slide moved forward, but neither the cannula nor the needle deployed from the device. It was noted that the cannula had retracted, indicating a needle mechanism failure. No impact on the patient¿s blood glucose levels was reported. No additional information was provided.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.